Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states under the potential complications: "potential complications associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." The instructions for use states under the potential complications: "potential complications from extra-luminal eus guided procedures may include infection, hemorrhage, perforation and tumor seeding." Prior to distribution, all echotip ultra fiducial needle are subjected to a visual inspection for product integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. The following is the subject case report in its entirety: el hajj ie, easler jj, sherman s, al-haddad m. Intramural duodenal hematoma post eus-guided placement of fiducial radiopaque markers. Digestive and liver disease 2018; 50: 201. "A (B)(6) man presented with painless jaundice. Abdominal CT showed head of the pancreas mass. Eus-fna confirmed adenocarcinoma. Ercp was performed with sphincterotomy/stent placement. Case was reviewed at our pancreas tumor board: borderline resectable tumor, recommended upfront neoadjuvant chemoradiation. Patient was referred for eus-guided fiducial placement before stereotactic body radiation therapy (sbrt). With the linear echoendoscope positioned in the duodenal lumen, a preloaded fiducial in a 22g needle echotip ultra fiducial needle was deployed in the tumor. Maneuver was repeated for a total of 3 fiducials. The patient presented 2 days later with abdominal pain/bilious vomiting. Abdominal CT: no pneumoperitoneum/pancreatitis, markedly distended stomach with fluid retention suggestive of gastric outlet obstruction, and circumferential/diffuse wall thickening/intramural hyperdensity/luminal narrowing of the duodenal bulb/proximal d2 suggestive of intramural duodenal hematoma (idh). The patient was managed conservatively. An 18fr nasogastric tube was placed and connected to low intermittent suction. His symptoms gradually improved over 4¿5 days. Upper gi series at day-6 confirmed the absence of residual mechanical obstruction. Fiducials are radiopaque markers implanted into a cancer lesion for localization and accurate treatment delivery during sbrt. Eus-guided fiducial placement fluoroscopy guidance, permits placement of fiducials into lesions in close proximity to the gi tract and often in locations that are difficult to access with alternative methods. Several series reported safe and successful eus-guided implantation of fiducials into primary or metastatic pancreatic cancer, among many other cancers. This is the first report of idh post eus-guided fiducial placement. A combination of echoendoscope torquing, and repeated punctures of a hypervascular pancreatic tumor through the duodenal wall may have contributed to this complication. Idh generally resolves with conservative management, occasionally requiring percutaneous, endoscopic or surgical drainage." There was no device malfunction alleged in the published case report.